Event description:
A customer contacted beckman coulter inc, (bci) regarding a leak coming from the waste canisters on synchron cx5 delta instrument. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse removed and cleaned canisters and float switches, found latex like substance jammed around both float switches and inside canisters. The fse prime several times with no further leaks.